Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a sigmoid resection when making the anastomosis, the hat of the device loosened after firing and was left apart from the handle distally to the staple row. They had to use a coloscope to check so that everything looked fine but sutured the staple row just to be sure that there was no leakage. When they got the hat out they tried many times to put the hat back and it didn't work. After many attempts to put the hat back they succeeded.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the device under the microscope displayed nicks on the knife blade. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Additionally, the investigation detected a secondary condition of damaged knife that has no relationship to the reported conditions. No further actions have been deemed necessary at this time. The information for use booklet warns the user that when opening the stapler, prior to removal, not to turn the twist knob more than two full turns, as this may allow the anvil assembly to separate from the instrument. Replication of the observed secondary knife blade damage may occur if the instrument is applied over an obstruction. The instructions for use manual for this product states: "4. Make certain that the section of tissue to be stapled is free from any metal or similar structure; otherwise, the knife blade may not cut." If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a sigmoid resection when making the anastomosis, the hat of the device loosened after firing and was left apart from the handle distally to the staple row. They had to use a coloscope to check so that everything looked fine but sutured the staple row just to be sure that there was no leakage. When they got the hat out they tried many times to put the hat back and it didn't work. After many attempts to put the hat back they succeeded. They had to perform a rectoscopy to be able to catch the anvil.